Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The analyst noted the distal conductor was fractured at 27 cm. The overlay tubing was cut at 12.4 cm and 17.5 cm, extrinsic damage. The outer insulation was cut at 12.4 cm and 16 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the rv lead triggered an alert due to undefined high out of range (oor) pacing impedance. It was also reported that the rv lead exhibited oversensing, high capture thresholds, and noise. The lead was confirmed to be fractured. It was also reported that the patient was hospitalized and that device detections were reprogrammed to off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead has been explanted. A chest x-ray indicated an obvious fracture close to the clavicle, although not directly underneath and was not believed to be subclavian crush in front of the suture sleeve. The physician stated that the lead was originally implanted in submuscular position and that there was a possibly a bend in the lead due to being in the submuscular which may have been the cause of this lead's fracture and insulation breach. It was noted that in the process of using a locking stylet to explant the lead the whole thing fell apart. The inner conductor completely came out of the lead very easily that indicated it was fractured prior to the explant procedure.

Manufacturer narrative:
Corrected: d6b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.